Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer stated they are unable to calibrate the battery on the mrx. No pt involvement.